Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. The facility reported that the dialyzer had been used twenty two (22) times. The facility average re-use rate on dialyzers is 15, maximum re-use is 35. The dialyzers are processed with renatron. The sterilizer the facility used was pericetic. Sample has been discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.